Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 54 mg/dl at the time of the incident and was treated with glucose tablets. The customer reported that the drive support cap was flushed. The customer stated that they accidentally wore the insulin pump when they went to the salt water. The customer stated that the insulin was dripping out. The customer was experiencing low blood glucose for the first instance. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer does not allege that the insulin pump was over delivering. The customer reported that the insulin pump was not worn during a medical procedure-test around an MRI. The insulin pump passed the self test. The insulin pump will not be returned for analysis.